Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the site hit a blood vessel when placing the catheter during surgery. This caused a small bleed that was found during post-op scans and the site had to use an external ventricular drain to mediate. The catheter was placed using a rosa robot. There was no delay to the procedure. There was no other impact to the patient.